Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had chest pain with profuse sweating and vomiting. An electrocardiogram was done and found ventricular tachycardia (vt). The patient was currently in rhythm. The log files were reviewed and captured 120 pulsatiltiy index (pi) events on (B)(6) 2025. The log file also indicated the patient had not been connecting to mobile power unit (mpu) power during the history which means the patient had been sleeping on battery power which was not recommended per the instructions for use. This may cause the patient to miss/not hear alarms. There were no other unusual events seen in the log files. The equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. B are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The customer did not share any further information regarding the patient.